Event description:
It was reported to medtronic neurosurgery that the pt's valve was implanted approximately two years ago. According to the report, the pt visited the physician with headaches. The report stated that, upon examination, the physician found the valve at pressure level 0.5 instead of 2.5. Reportedly, the physician reprogrammed the valve to 2.5 and sent the pt home. According to the report, this spontaneous reprogramming happened a couple of times and each time the physician found the valve to be reprogrammed to pressure level 0.5. The report stated that the valve was explanted and replaced with another strata 2 valve.

Manufacturer narrative:
The valve was patent. It did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unk how or when this damage occurred. The valve met the specifications for siphon, reflux, pressure flow and pre implantation testing. There was proteinaceous debris noted in the interior and exterior of the valve. All performance levels could be set with a single attempt, and the valve did not spontaneously adjust levels within the duration of testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unk if the pt's valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.

Manufacturer narrative:
Additional information regarding the patient's gender was provided to medtronic neurosurgery. The valve was patent. It did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The valve met the specifications for siphon, reflux, pressure flow and preimplantation testing. There was proteinaceous debris noted in the interior and exterior of the valve. All performance levels could be set with a single attempt, and the valve did not spontaneously adjust levels within the duration of testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).